Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was retaining a lot of urine leading to consistent infections. It was also stated that. Patient headed to (B)(6) for a few month and was unwilling to find a doctor there. No further complications were noted or anticipated.